Event description:
This case was reported by a lawyer via (B)(6), and described the occurrence of an unspecified injury in a male patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip. At an unknown time after starting poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow-up was received via medical records on (B)(4) 2009. The patient experienced peripheral neuropathy symptoms consisting of extremity pain, paresthesias, burning stinging dysesthesias, numbness and weakness of legs. The patient had profound ataxia in lower extremities out of proportion to neuropathic symptoms. The patient was unable to walk without a walker. The patient had a marked copper deficiency with normal vitamin b12 levels. On (B)(6) 2009, the patient's serum copper was 10 mcg/dl (normal 70-155) and his zinc was 187 mcg/dl (normal 70-150). The patient was treated with oral copper gluconate. The patient underwent nerve conduction studies on (B)(6) 2009 and the results were consistent with severe sensorimotor polyneuropathy with both axonal and demyelinating features predominantly affecting lower extremities. Magnetic resonance imaging (MRI) of cervical spine performed on (B)(6) 2009, revealed abnormal posterior cord signal intensity without enhancement or expansion. Handwritten note on results page indicated that these results were consistent with copper deficiency. On (B)(6) 2009, following copper supplementation, the patient's serum copper level was 100 mcg/dl. This case was considered medically serious by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).